Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead could not be fixed to the header. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing was normal with no anomalies found.

Manufacturer narrative:
Correction section h6 - medical device problem code should have been "1254 - difficult to fold, unfold or collapse", rather than "2900 - connection problem".

Event description:
It was reported the the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited helix rotation issue. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5 - this section had been updated compared to the initial report.